Event description:
The customer reported that during prime a pin hole leak was noticed in the area where the blood inlet tube is attached to the bag. The leak was noticed after <5cc's of crystalloid solution was lost. The sample was saved and will be returned to quest. Proudct code 5001102; lot number 26893.l03.